Event description:
It was reported that during an in-clinic follow-up, high capture threshold and an undersensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in a stable condition.